Event description:
Heart stress testing in progress on marquette treadmill with marquette mac 5000 resting ECG machine. Patient requested that testing be stopped due to fatigue. ECG machine keypad control utilized to power down treadmill. Keypad features did not function. Pt unable to continue at speed to treadmill and fell face first onto treadmill. ECG machine power button used to turn off system. ECG tracings lost due to shutdown of system. Abrasions and swelling to face, right shoulder, upper abdomen and axilla. Injury to lower teeth and upper tooth root system.